Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not reproduce the reported issue. From the downloaded patient record and the downloaded key log, it was verified that the device had powered off. The device was extensively tested, but no discrepancies were observed. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device had powered off three times during use on a patient. No information on the patient outcome was provided.